Event description:
It was reported by another patient that she had spoken with a patient who experienced a lead break from riding a bike. Additional details were not known. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).